Event description:
Stent with emergent ptca. The maverick 2.5 x 12 balloon was advanced and inflated to over 24 atmospheres pressure without the balloon expanding in the mid portion of the lesion. Ultimately, the balloon ruptured without dilating the vessel.